Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had inappropriate auto mode switch due to oversensing on the atrial lead. All other parameters were within normal limits and stable. The patient was stable and will be monitored.